Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test as a result of a protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed during manual prime. The blood glucose reading was 396mg/dl. Advised the caller to revert to back up plan. No further information was provided.